Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 2 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening. Metal debris was discovered in the wound intraoperatively.